Manufacturer narrative:
(B)(4). The device is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no-flow condition occurred on a folfusor sv2.5 device. The reporter stated that after the patient returned for pump disconnection, less than 30% seemed to have been delivered. The patient's line was checked and left on until four days later. No more volume had been infused. The pump was detached and left to run into a gally pot in an aseptic suite for three hours with no sign of flow. There was patient involvement; however, there was no injury or medical intervention reported. Additional information was requested and is not available.